Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to possible allergic reaction to metal. The patient is doing fine post procedure.

Event description:
New information received noted that the patient had no known metal allergy documented according to the explanting facility.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.